Manufacturer narrative:
The insulin pump had button error alarms due to a flattened dome on the act and down arrow buttons. The device had cracked case at all corners of the display window, cracked on reservoir tube lip, reservoir window, and scratched display window noted. The device had a bleeding lcd. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 123 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.